Event description:
The tip of the cannula broke off inside the fallopian tube and they had to mechanically remove it for about 20 minutes. A clear plastic tip at the end of the cannula broke off in the fallopian tube. The surgeon was required to use mechanic extraction technique to remove adding 20 minutes of surgery time. Surgeon performing tubal anastomosis so, this also puts the patient's fallopian tube at risk of trauma. Fertility is the main purpose of this patient's surgery so, disappointment from the surgeon was significant.

Manufacturer narrative:
At this time, the device has not been returned for evaluation and limited information received concerning the portion that separated. The customer indicated the separated portion was removed from the patient within the same procedure noting additional 20 minutes to retrieve the portion. On receipt of additional information and the device, an evaluation will be conducted and a follow-up report will be forwarded.